Event description:
It was reported that before implantation of the intraocular lens, it was found that the intraocular lens had crack, so it was not used. The surgery continued procedure by replacing the intraocular lens with another brand and model. The surgery went smoothly. No further information provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.